Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 318 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated and was bent, while wearing it on the arm. For treatment, manual injection was administered.